Manufacturer narrative:
(B)(4). Results: (root cause could not be determined), inherent risk of procedure ¿ (death, mi, stent thrombosis), none - (device not returned for evaluation), no results available since no evaluation performed - (device or procedural images not provided for review). Conclusions: inherent risk of procedure ¿ (death, mi, stent thrombosis), (root cause could not be determined), unable to confirm complaint - (device or procedural images not provided for review). (B)(4). Gender differences in clinical outcomes after percutaneous coronary interventions with zotarolimus-eluting stents: insights from the korean endeavor registry the american journal of the medical sciences 2013 the information could not be matched with other information known to medtronic. B2 date of death - publication date b3 date of event - publication date.

Event description:
A study was carried out to see the ¿gender differences in clinical outcomes after percutaneous coronary interventions with zotarolim us-eluting stents: insights from the korean endeavor registry¿. A total of 2840 patients of which 30% were female were involved in the study. Patient outcomes included death, mi, stent thrombosis and revascularizations.